Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a gynecological procedure on an unknown date and mesh was implanted. The patient reported experiencing excruciating thigh, hip and lower back pain for over 200 days. The patient further reported that the abdominal pain is low grade but constant, along with sharp stabbing pain incidents. The patient also has urinary incontinence issues. No further information is available.